Event description:
A minimum fill notification was reported, and the customer was attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level. A new cartridge was loaded to resolve the issue.